Event description:
A discordant, falsely elevated troponin result was obtained on one replicate of one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, and the results matched the low replicate obtained initially. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the vacuum and replaced the wash manifold and valves 70 and 71. The cse also replaced the aspiration pinch valve and performed wet and dry testing, which did not pass. It was discovered that the water in the laboratory tested positive for bacterial contamination. The customer stated that they used non sterile water of unknown hardness from a new vendor. The cse ordered water known to test well in other laboratories and decontaminated the water entry tubing. The customer verified quality controls on the instrument. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.